Event description:
I used renu with moisture loc and renu no rub contact lens saline solution. In 2005, I was diagnosed with a corneal ulcer and was given several different drops and oral antibiotics, the drops were specially made for the type of fungus I had. Saw the dr. 1-2 times a day for 1 week. On the 3rd day, my vision in my right eye was gone. All I could see was light. By the 4th day, my dr told me if she couldn't get the infection under control, she would have to do an emergency cornal transplant. Luckily we didn't have to do that. I used up to 6 differnt eye drops at one point. My vision finally came back, but not fully. I now have a permanent scar in my cornea. Reducing my vision, by 30-50%, I was put on steroid drops to help but I found out that I was pregnant and did not want to continue use. My dr said eventully I would probably want to have a corneal transplant sometime in the future.